Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately eighteen years. Based on the follow-up with the health-care provider, it was learned that the reason for explant was due to re-stenosis and calcification. No other details reported. The subject device was replaced with edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Due to patient privacy regulations, the health-care provider was not able to release any additional information regarding the event (e.g. Operative report, discharge summary). Unfortunately, the ring was also not returned; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause can not be confirmed, it appears that the stenosis experienced by the patient was likely due to calcification noted by the health-care provider. The health-care provider also indicated that this was "re-stenosis" of the patient's valve, suggesting that this event is related to patient's pre-existing conditions and not a malfunction or deficiency of the edwards ring. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4)